Event description:
The customer obtained non-reproducible vitros amon quality control results on a vitros 5600 integrated system. Qc lot I vitros amon: 95.3 ¿mol/l vs. Expected 48.5 ¿mol/l. Qc lot ii vitros amon: 149.1 ¿mol/l vs. Expected 189.6 ¿mol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. One vitros amon patient sample was run during the time frame of the event with no results being in question. However, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event.(B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible vitros amon quality control results were obtained on a vitros 5600 integrated system. Results of precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of maintenance activities acceptable vitros amon performance was observed. There was no evidence to suggest a malfunction of vitros amon reagent. The root cause of this event is instrument related.